Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # l93485

Event description:
It was reported that prior to a sleeve gastrectomy procedure, after open the packing of trocar, the surgeon tried to put it into the sleeve. However, he found the sleeve is significantly smaller than a normal 12mm. He tried to put it a 10mm camera, it was no problem. After ten minutes, he put in the powered echelon (pse60a) in to the sleeve, but it got stuck. He took off the sleeve. He found the trocar is relatively smaller than a 12mm, however, it was labeled as a 12mm trocar. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.